Manufacturer narrative:
The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor functioned properly and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a crack at the display window. It was also reported that the piston was no longer delivering insulin. The customer's blood glucose was reported to be 270mg/dl. The customer was advised about the return policy. The device is being returned and replaced.